Event description:
Edwards has received information that the aortic bioprosthetic valve was also diagnosed with calcification.

Manufacturer narrative:
The device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If implanted, give date = (B)(6) 2007.

Event description:
Edwards received information via review of a published article, "urgent trans-axillary valve-in-valve procedure using the edwards 16-f expandable introducer", regarding an aortic bioprosthetic valve which was diagnosed with stenosis and degeneration after an implant duration of four (4) years, requiring a transcatheter aortic valve implantation (tavi) within the subject valve (valve in valve). The report notes restricted movement of two leaflets. The transcatheter valve was successfully deployed, and marked improvement in the left ventricular ejection fraction promptly became evident.

Manufacturer narrative:
Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Bioprosthetic valve dysfunction encompasses multiple failure modes/mechanisms which may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of these failures including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation (remains implanted), the specific mechanism leading to this event cannot be identified or evaluated. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to monitor all events.